Manufacturer narrative:
E1 initial reporter phone: (B)(6) the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31003453l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and the physician noted that there was a small blood clot adhered on the catheter spine post-procedure. The clot was noticed after 3 hours of catheter usage. The procedure was completed without issue. No patient consequences were reported. Thrombus/clot is MDR-reportable.